Manufacturer narrative:
The thermogard console (B)(6) involved in the reported complaint will not be returned to zoll for evaluation. The hospital's biomed technician was instructed by a zoll service engineer to replace the battery to address the mid:26 (low battery) error message, and service will not be required to be performed by zoll. The date of event is unknown.

Event description:
The thermogard console (B)(6) displayed a mid:26 (low battery) message during the preventative maintenance (pm) performed by the biomed engineer at the customer site. No patient involvement.